Event description:
It was reported that during a declot procedure in a loop graft, the soft flexible tip of the ptd basket separated in situ. The tip embolized to the lungs immediately after separation. Since the patient was asymptomatic, no attempt will be made to remove the retained basket tip. There were no associated patient complications.